Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Manufacturer narrative:
Correction a4: patient weight. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Correction section h6: health effect clinical code should have been 2388 - inadequate pain relief rather than 4582 - no clinical signs, symptoms or conditions. Correction section h6: health effect impact code should have been 4611 - absence of treatment rather than 2199 - no health consequences or impact.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information indicates patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices.